Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator inappropriate shock due to flutter with rvr. No intervention was performed and will continue to be monitored. The patient was in stable condition.